Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 2ml ls had foreign matter. The following information was provided by the initial reporter: it was reported that a foreign matter was found in the packaging of the syringe. It was not used on a patient.

Event description:
It was reported that syringe 2ml ls had foreign matter. The following information was provided by the initial reporter: it was reported that a foreign matter was found in the packaging of the syringe. It was not used on a patient.

Manufacturer narrative:
H.6. Investigation: three photos and one sample were received by our quality team for evaluation. From the photos, foreign matter was observed inside the syringe packaging. One sample with sealed packaging was received and foreign matter (brown tape) was observed inside the syringe packaging. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Brown tape is used to join the bottom web together during changeover at the primary packaging station. The probable root cause of this nonconformance could be that the production technician prepared the tape upfront, before joining the bottom web. If the tape was left unused for some time, the adhesive layer could be dried off. Then, when the production technician pastes the tape onto the bottom web, the brown tape is not fully adhered on the bottom web, which resulted in it to be tangled and stick to the top forming die during processing. The piece of brown tape was eventually sealed and packaged together with the product. This was not detected, and the part was then shipped out.